Manufacturer narrative:
(B)(4). MFR 3004753838-2019-24097 was reported in error. Please see MFR 3004753838-2019-10713 for the original reporting of this event.

Event description:
Subsequent to the initial MDR, it was determined that the report was a duplicate submission.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/08/2019, that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined via data.